Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was report to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter cuff migrated after 30 days and the catheter was replaced. Implanted (B)(6) 2010 and fell out (B)(6) 2010. There was minor bleeding.